Manufacturer narrative:
The balloon catheter, 2af283 with lot number 86337, was returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven applications on the events date. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection of the product revealed a guide wire lumen kink inside the balloons at 1.4 inches from the tip of the catheter. The dissection also showed the pull wire was intact with no apparent issues. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.